Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure') and abortion spontaneous ('abortion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion spontaneous (seriousness criterion medically significant) and abnormal loss of weight ("weight fluctuations / abnormal weight loss"). The patient was treated with surgery (essure removal). At the time of the report, the pregnancy with contraceptive device, abortion spontaneous and abnormal loss of weight outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal loss of weight, abortion spontaneous and pregnancy with contraceptive device to be related to essure. The reporter commented: endometrial biopsy.; repair procedures on the oviduct/ovary;female infertitility. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and abortion spontaneous ('abortion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("pregnancy with essure") and experienced abortion spontaneous (seriousness criterion medically significant) and abnormal loss of weight ("weight fluctuations / abnormal weight loss"). The patient was treated with surgery (catheterization hysterosalpingography,endometrial biopsy,essure removal). At the time of the report, the medical device removal, pregnancy with contraceptive device, abortion spontaneous and abnormal loss of weight outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal loss of weight, abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: endometrial biopsy.; repair procedures on the oviduct/ovary;female infertitility. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and abortion spontaneous ('abortion') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("pregnancy with essure") and experienced abortion spontaneous (seriousness criterion medically significant) and abnormal loss of weight ("weight fluctuations / abnormal weight loss"). The patient was treated with surgery (catheterization hysterosalpingography,endometrial biopsy,essure removal). At the time of the report, the medical device removal, pregnancy with contraceptive device, abortion spontaneous and abnormal loss of weight outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal loss of weight, abortion spontaneous, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: endometrial biopsy; repair procedures on the oviduct/ovary; female infertility. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: no new follow up received , essure removal event added. Amendment done. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.